Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded asystolic episodes that appeared to be false activations. The icm was explanted and replaced by an implantable pulse generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.